Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's symptoms were coming back fast. They lost their programmer and could ot check their device. When they first had the implant it was ok for the first 6 months, but now they didn't even want the clinic to check anymore. It gave her a shock and lifted her off the chair when she was there last week. When they checked the battery she could feel it. The patient also called for a new programmer so she would be receiving one of those, but the issue resolution was unknown.